Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, h6 (investigation findings).

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that the cs300 intra-aortic balloon pump (iabp) alarming for error leak in iab circuit. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation,conclusions), h11. Additional point of contact is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported the shuttle transducer was out of calibration and recalibrated the part. Once recalibrated the fse tested the unit with the ECG simulator and was able to augment with multiple triggers set. The unit passed all performance and safety tests according to factory specifications.

Event description:
N/a.